Manufacturer narrative:
Product analysis was not performed since it was not returned for bwi investigation. Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4). Stockert 70 system us catalog #: s7001 serial #: (B)(4). Cool flow pump us catalog #: cfp002 serial #: (B)(4). Webster 4 pole w/ auto ID us catalog #: f6qa005ct lot #: 15607235m. Soundstar 3d 10f-90 us catalog #: sndstr10 lot #: unknown. (B)(4).

Event description:
It was reported that during an ischemic vt ablation procedure, while the physician was taking points in the left ventricle, a pericardial effusion occurred. A pericardiocentesis was performed and the patient was transferred to ICU. The patient condition is unknown.